Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd integra¿ 3 ml retracting safety syringe leaked. The following information was provided by the initial reporter: the product is leaking, when you draw up vaccine, the product will leak through the back where the plunger is.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 20-mar-2023. H6: investigation summary one sample was provided to our quality team for investigation. The reported issue was not confirmed upon inspection of the samples. Since the reported defect was not confirmed a manufacturing root cause could not be determined. A device history record review was completed for provided lot number 1106180. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that the bd integra¿ 3 ml retracting safety syringe leaked. The following information was provided by the initial reporter: the product is leaking, when you draw up vaccine, the product will leak through the back where the plunger is.